Manufacturer narrative:
Attempts were made to gather more information, but the doctor was openly hostile and did not provide any requested information but did say that the patient did not have any of the pieces inhaled.

Event description:
A 3.75mm trephine reportedly shattered during the patient procedure.